Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using a known good test setup without duplicating the report. The device was recertified and returned to the customer. Review of the breaths log showed evidence the patient was coughing/asynchronously breathing during this time which may disrupt the flow of o2 to ensure volume limits are not exceeded. Without a comprehensive understanding of the setup and use conditions during the reported event, the cause of these alarms cannot be determined. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.